Manufacturer narrative:
A device history record review was performed and did not reveal any manufacturing non-conformances that could have contributed to the event. The valve was not returned to edwards lifesciences for evaluation. Information regarding the disposition of the valve was not provided. Additional information provided by the hospital medical records indicated a CT was performed prior to admission, which showed significant cad. Fourteen days later, the patient was admitted and echo showed severe bioprosthetic valve stenosis, an aortic mean gradient of 71mmhg and an ava of 0.5cm2. The patient had the explant/savr the next day. During the hospitalization, the patient was intact neurologically and was extubated. However, remained on high flow oxygen and pulmonary was consulted. A 900cc right pleural effusion was drained on pod4. The patient also developed, renal failure was placed on dialysis and dvt. The surgical valve was stated to be in good position and functioning normally. As the hypoxia, hypotension and shock progressed, bowel ischemia was suspected but unable to be ruled out due to the patient's instability. Covid was negative. The family made the patient comfort measures and expired pod10. The death summary stated primary diagnosis as as and secondary diagnosis as septic shock. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. There are cases of svd that result in a combination of regurgitation and stenosis. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. It is normal to have a small gradient across a prosthetic valve after implant. If elevated, it may indicate obstructed flow across the valve. An increase in gradient may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to calcification or early thrombus formation. In the instance of a bioprosthetic valve in valve implant an increased gradient can be a result of intravalvular regurgitation and is not a result of valve leaflet malfunction. If mild, these patients will not require intervention and will be followed with serial echocardiography. If significant and patient becomes symptomatic, it may require intervention. In this case, the cause for the increased gradient and stenosis 20 months post valve implant is unknown but may be related to the patient¿s co-morbidities or pre-existing valvular disease process. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
UDI reference number: (B)(4). Investigation is ongoing.

Event description:
As reported through the implant patient registry, 20 months post valve in valve (20mm sapien 3 valve in 21mm mosaic valve) tavr procedure, the sapien 3 valve was explanted and replaced with a 21mm surgical valve.